Manufacturer narrative:
It was reported by the hospital contact that although the complaint galaxy (640cx0304/17190909) was delivered into the target aneurysm, the embolic coil did not loop inside the aneurysm as the physician wished. Therefore, the physician attempted to recover the galaxy from the patient. However, the zipper was too stiff to re-sheath the coil. The physician concluded that the galaxy was un-resheathable and withdrew the galaxy without re-sheathing. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the vessel or in the microcatheter (details unknown). The complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the ica. The patient was a male of unknown dob, whose vessels were mildly tortuous and mildly calcified. No information of the concomitant devices used in this procedure was available. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: microcatheter (details unknown).

Event description:
It was reported by the hospital contact that although the complaint galaxy (640cx0304/17190909) was delivered into the target aneurysm, the embolic coil did not loop inside the aneurysm as the physician wished. Therefore, the physician attempted to recover the galaxy from the patient. However, the zipper was too stiff to re-sheath the coil. The physician concluded that the galaxy was un-resheathable and withdrew the galaxy without re-sheathing. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the vessel or in the microcatheter (details unknown). The complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the ica. The patient was a male of unknown dob, whose vessels were mildly tortuous and mildly calcified. No information of the concomitant devices used in this procedure was available.